Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer were hospitalized in emergency room and passed out due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of unknown. The customer's current blood glucose was 17 mmol/l. The customer was treated by manual injection. Troubleshooting was done for high blood glucose and under delivery. Customer was using auto mode during high blood glucose. The insulin pump will not be returned for analysis.